Event description:
The customer contacted philips seeking information and data retention for a patient who had expired.

Manufacturer narrative:
The customer contacted philips seeking information and data retention for a patient who had expired. This is being reported only because a philips device was in use on a patient who died. There is no allegation or indication of a malfunction of the device. There is no allegation or indication that this device was a factor in the death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).